Event description:
Customer states suction catheter cannot be pushed through cannula properly. The resistance requires force. Thereby catheter can be pushed uncontrolled out of the cannula end. No patient harmed or abnormality. But you can recognize this defect out of the patient, when you push the catheter. Also you can recognize a flange/bulge at the inner cannula wall at the cannula tip. The customer confirmed no patient harm or abnormality. Efforts to collect further details surrounding the circumstances of this report have been made. The customer did confirm the recannulation of a replacement tube was not required as a result of the reported issue.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.